Event description:
On (B)(6)2010, a pt contacted the johnson & johnson visioncare affiliate in (B)(4) to report that on (B)(6)2010, the pt experienced redness and pain in both eyes immediately upon insertion of a pair of contact lenses (cl). The pt removed the lenses, d/c cl wear and reported using otc drops for the redness and pain. The pt reported that the symptoms did not resolve resulting in the pt presenting to an eye clinic on (B)(6)2010. On (B)(6)2010, the clinic was contacted where a staff member confirmed that the pt initially presented (B)(6)2010, was diagnosed with a non-infectious corneal ulcer extending to the stroma at the 10 o'clock location in the left eye (os) the ac was clear, injection in the right eye (od), treated with gatifloxacin and bestron drops qid and instructed to continue to d/c cl wear and return for f/u (B)(6)2010. The pt's va was 1.0 (20/20) with correction. The chart also indicated that the pt continued to wear cl for several days prior to presenting even though the pt was experiencing pain ou. F/u visit (B)(6)2010: doctor noted that the pt's va was not affected and that an "opacity remained and became a scar." The pt was instructed to continue the prescribed drops qid and return for f/u visit (B)(6)2010. On (B)(6)2010, the clinic director was contacted for additional info . The doctor indicated that on the (B)(6)2010 f/u visit, the pt was instructed to continue to d/c cl wear "for a while" and to only resume cl wear when "needed" if the pt continued to use the prescribed drops. The doctor reported the pt did not return for f/u visit as instructed. No additional info is available at this time. The product in question has been requested for return for evaluation but has not yet been received. A lot history of the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation performed.